Event description:
The customer stated that the insulin pump was beeping, the buttons were not responding and the display was blank. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.